Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 2:30 pm the patient obtained the blood glucose reading of 484 mg/dl on the reported meter, and a result of 233 mg/dl on a second meter. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient sought the advice of his healthcare professional, and was advised to take his usual dose of diabetes medication. The patient took 0.15 units u500 insulin. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient experienced n symptoms and received no medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.